Manufacturer narrative:
Device evaluated by MFR, usage of device: additional information. Device manufacture date: correction. Manufacturer's investigation conclusion: a specific cause for the report of driveline infection could not be conclusively established through this evaluation. (B)(4) was returned assembled with the driveline (dl) severed approximately 8¿ from the pump housing. The distal portion of the driveline was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow), sealed outflow graft, sealed outflow graft bend relief, and graft attachment were not returned. Evaluation of the outlet elbow revealed no evidence of depositions or thrombus formations. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient has a driveline infection that has progressed. Antibiotics were given; however, to prevent further pump pocket infection, the patient underwent a pump exchange on (B)(6) 2019. No additional information was provided.